Event description:
It was reported that the customer passed away while wearing the insulin pump. The cause of his death was complications of diabetes. The wife stated that she does not know his last blood glucose readings since he took care himself. The caller stated that the battery was removed from the insulin pump, and the device was beeping, but she does not remember the alarm. The wife stated that he was fine the day before, and he went to sleep, but the next morning when she attempted to wake him up, he already passed away on his sleep. The caller stated that the customer was not taken to the hospital, and she is unsure if the paramedics removed the tubing or reservoir from the insulin pump while he was taken to the funeral home. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.